Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("chronic pelvic inflammatory disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia (underwent the essure procedure under general anesthesia) on (B)(6) 2014, skin irritation (she cannot wear "fake" jewelry, which often has nickel in it, due to skin irritation), swelling nos (she cannot wear "fake" jewelry, which often has nickel in it, due to swelling) and itching (she cannot wear "fake" jewelry, which often has nickel in it, due to itching.). Plaintiff's menstrual periods were normal and she had no problem going about her daily life. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 1 year 4 months after insertion of essure, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2016, the patient experienced abdominal pain lower ("lower abdomen wall pain"). On (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with hydrosalpinx. On an unknown date, the patient experienced menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), abdominal distension ("bloating"), headache ("headaches") and rash ("frequency in rashes across her stomach"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, menorrhagia, dysmenorrhoea, abdominal distension, headache, abdominal pain lower and rash had not resolved. The reporter considered abdominal distension, abdominal pain lower, dysmenorrhoea, headache, menorrhagia, pelvic inflammatory disease, pelvic pain and rash to be related to essure. The reporter commented: plaintiff had an appointment with her doctor on (B)(6) 2017 to discuss the removal of her essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: bilateral tubal occlusion confirmed. Ultrasound pelvis - on (B)(6) 2016: left fallopian tube was collecting fluid. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, and reported adverse events including chronic pelvic inflammatory disease. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This case was classified as incident due to the serious injury related to essure. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("chronic pelvic inflammatory disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia (underwent the essure procedure under general anesthesia) on (B)(6) 2014, skin irritation (she cannot wear "fake" jewelry, which often has nickel in it, due to skin irritation), swelling nos (she cannot wear "fake" jewelry, which often has nickel in it, due to swelling) and itching (she cannot wear "fake" jewelry, which often has nickel in it, due to itching.). Plaintiff's menstrual periods were normal and she had no problem going about her daily life. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 1 year 4 months after insertion of essure, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2016, the patient experienced abdominal pain lower ("lower abdomen wall pain"). On (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with hydrosalpinx. On an unknown date, the patient experienced menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), abdominal distension ("bloating"), headache ("headaches") and rash ("frequency in rashes across her stomach"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, menorrhagia, dysmenorrhoea, abdominal distension, headache, abdominal pain lower and rash had not resolved. The reporter considered abdominal distension, abdominal pain lower, dysmenorrhoea, headache, menorrhagia, pelvic inflammatory disease, pelvic pain and rash to be related to essure. The reporter commented: plaintiff had an appointment with her doctor on (B)(6) 2017 to discuss the removal of her essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: bilateral tubal occlusion confirmed. Ultrasound pelvis - on (B)(6) 2016: left fallopian tube was collecting fluid. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 3-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, and reported adverse events including chronic pelvic inflammatory disease. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This case was classified as incident since device removal will be done. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.